Event description:
It was reported a patient experienced a touch contamination, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis manifested by chills and fever and was hospitalized for six days. The patient was treated with vancomycin intraperitoneally (ip) every three days for peritonitis. Retraining was performed by the nurses. The patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.